Event description:
Aicd implanted in 2005. Pt received four days later in cardiopulmonary arrest and was pronounced dead. Autopsy done next day showed severe cardiomegaly (heart 1079gm), intact internal defibrillator with freely mobile tip present in apex of right ventricle. There was tissue noted on the tip and a small lesion on the septum which likely represented the site from where it was initially implanted.